Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side "an area of continuity solution towards its medial portion that reveals the presence of periprosthetic liquid with the same signal intensity as the silicone in the different sequences, with signs of intracapsular rupture", ""simple cysts", "lobulated contours", and "radial folds ". Further reported were "solid nodules of probably benign characteristics" which have been deemed not related to the device. Healthcare professional later reported pain. The device has been explanted.